Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with 90% stenosis in the mid right coronary artery (rca). The lesion was pre-dilated using a semi-compliant balloon. The 3.5 x 33 mm xience prime stent was deployed at 16 atmospheres. Fluoroscopy revealed a dissection as the distal end of the stent implant. Another xience prime was used to cover the dissection. No additional information was provided.